Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicate that the customer experienced low blood glucose. The blood glucose value at the time of event was 29 mg/dl an blood glucose at the time of call was 195 mg/dl. Customer experienced symptoms like shaking ,sweating ,anxiety ,mental confusion ,belligerence inability to follow simple commands weakness and fatigue. Customer treated the low blood glucose event with food. Troubleshooting was performed. No further patient consequences were reported. Customer will discontinue use of the device.